Manufacturer narrative:
During inspection and testing, service found foreign material clogged near the gateway of the nozzle. Analysis of the foreign material found it was silicone. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, although it is presumed the foreign material originated from a silicone system member such as a tube or packing, the specific foreign material could not be identified and it could not be determined when or how the nozzle became clogged. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported event (reduced air/water flow) was confirmed during testing due to the clogged nozzle. In addition, the adhesive on the bending section cover was cracked, angulation was insufficient and there was play in the angle knob due to elongation of the angle wires, the control section was scratched and discolored due to handling, the suction cylinder was scratched due to handling, the connector and protector were damaged due to handling, the switch was damaged due to handling, the scope connector cover was damaged due to handling, and the distal end was damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during the first procedure after the device was repaired, the air and water supply from the subject device stopped in the middle of the unspecified procedure. Some air was coming from the device but no water was sent. The procedure was completed using the subject device. Following the procedure, the device was reprocessed and there was no change in the air or water flow. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material).